Manufacturer narrative:
Pleaser refer to the attached analysis report analysis of the log files of the rms website between the 06 and 13 march 2024 revealed that the e-mails are correctly sent to (B)(6). -on 22 february 2024, reportedly the issue was resolved -based on available data, no issue is suspected on remote monitoring system.

Event description:
Reportedly, since (B)(6), the (B)(6) hospital doesn't receive any alert notifications by e-mail anymore.